Event description:
A patient with an implanted pacemaker generator which had premature failure had to have it explanted and replaced. It had been implanted less than one year. Other than the surgical procedure to accomplish this, there was no harm to the patient.